Event description:
It was reported that there was damage to the pump housing surrounding the usb port, which affected the customer¿s ability to charge the pump. There was no reported adverse impact on the customer's blood glucose level. The customer continued using the pump for insulin therapy.